Event description:
Blood glucose results of "545 mg/dl and 130 mg/dl" with the lifescan meter, performed within 20 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The control solution was replaced.